Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15, b17, b20 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of thrush, deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 2.5 ml of in the jawline and prejowl with juvéderm® volux¿ xc. The patient experienced extreme soreness and some inflammation. Patient was diagnosed with thrush(not device related) post injection day. Six days later, patient experienced inflammation/irritation-at injection site, sore throat, rash on left neck, and pain. Hcp treated patient with biaxin 500 mg for bid for 4 weeks and medrol (pak) 4 mg. Event is ongoing.